Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a triple midfoot arthrodesis surgical procedure for arthritis, the surgeon had inserted two screws with washers, and wanted additional compression. He inserted a another screw without a washer, by hand. The head of the screw broke off. X ray showed that it was possible that the screw was hitting another screw from the unicp plate. He redirected the k wires and inserted another screw without a problem. The broken fragment was removed from the pt.